Event description:
It was reported that medical attention was sought on (B)(6) 2017 at 4:30 pm after the end user alleged that he received the wrong blood glucose result from his prodigy diabetes meter. The end user was experiencing symptoms of having a low blood glucose reading. His speech was slurred and he was not able to raise his arms or move efficiently. The paramedics were called and upon their arrival a blood glucose test was performed with their meter and the result was 60 mg/dl. A blood glucose test was also performed with his prodigy diabetes meter and the result was 338 mg/dl. The paramedics administered an IV drip to assist in stabilizing his blood glucose level and it was determined that he did not require transport to the ER. No additional details were provided in regards to this medical event.